Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported proximal stent migration was determined to be unknown/undetermined due to lack of available medical images surrounding the implant procedure. However, this was likely the cause of the proximal loss of seal. Procedure-related contributing issues included the use of multiple suprarenal stents to treat an intra-operative endoleak at the implant. No user or anatomy related contributing issues and/or cautionary/off-label product use conditions could be determined. The patient was discharged home on the second post-operative day in favorable condition. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx bifurcated and two suprarenal aortic extensions were implanted to treat an abdominal aortic aneurysm. Approximately five (5) years post-op, a type 1a endoleak was observed. A re-intervention was performed on (B)(6) 2017 where a 34x100mm suprarenal cuff was implanted successfully resolving the endoleak. As of the date of this report, there have been no additional patient sequelae reported.